Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the mine cap sponge appeared extremely dry. The caller stated there was very little betadine on the sponge. This occurred prior to patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report two of three.